Event description:
The antenna broke off in the pt programmer. The pt was unable to adjust neurostimulation, either with or without the antenna attached. Stimulation was too high. The pt met with the field rep who was able to assist in turning stimulation down. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4). Analysis of the programmer revealed a broken antenna jack.